Event description:
Product surveillance received a call from a nurse to report that the homechoice (hc) machine was losing dwell time. An alarm was not reported. The nurse further indicated that the home patient (hp) had to undergo surgery to check for catheter placement, and that it was determined that there was a problem with the hc machine. During follow-up made by product surveillance to the nurse on (B) (6) 2010, the nurse provided the hp's name, and it was revealed that the hp had been losing dwell time for the past few weeks so the hp's catheter was surgically repositioned on (B) (6) 2010. The hp continued to have the same problem on the hc cycler ((B) (4)), until an exchange of the hc device was arranged and a different hc device ((B) (4)) was delivered to the hp on (B) (6) 2010. Per the nurse, since the hp started dialyzing on the hc cycler, ((B) (4)), the hp has not been losing dwell time. The nurse wants to know the results of the evaluation of the hc device ((B) (4)). The nurse stated that she was wondering if the hp had to undergo the surgery, when the hc machine had a malfunction all along. Per the nurse, she wants the engineers to show if a correlation exists between the problems the patient was reporting and the issues found with the hc device during evaluation. Per the nurse, the hp is doing fine and is continuing therapy on the hc cycler without any difficulties. No further information was provided.

Manufacturer narrative:
(B) (4). The homechoice device involved in this incident was received for evaluation. The therapy logs were reviewed. Internal and external visual inspections and homechoice returned instrument test / evaluation (rite) testing was also performed. Homechoice rite electrical safety analyzer test was also performed along with temperature verification and accuracy confirmation. When received, the following therapy parameters were programmed: therapy: continous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), therapy volume: 5000ml, therapy time: 10:30, fill volume: 1000ml, last fill volume: 0ml, initial drain alarm: off, cycles: 5, calculated dwell time: 01:53, drain volume %: 85, last manual drain: n and smart dwell: yes. The device failed the rite functional test due to a close the door message. An internal inspection performed on the device revealed that the hall effect switch was no longer attached to the cover. This was reattached to make the device operational and a therapy was attempted using the patient's settings. This therapy was aborted due to a system error (se) 2042 alarm as well as being noisy. The product analysis laboratory (pal) test article pump was then installed and three patient therapies were performed with no problems encountered. The device was then tested for temperature accuracy. During fill, with the comfort control setting set to 36 degrees celsius, no fluid temperatures were recorded that were outside the specified delivery range. The device was then tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications. The pump from the device was then tested and testing was aborted due to a se 2046 (negative p tank low). A simulated patient therapy was then performed using the original pump. During this therapy, the device alarmed numerous times with a se 2042 and as a result all dwells were bypassed. A review of the device service history for this particular homechoice revealed no previous device exchange history. This device was a new build in (B) (6) 2007 and had not previously been returned for service. The rite test failure had occurred after the devices logs were obtained. The event log recorded therapy data from (B) (6) 2010 to (B) (6) 2010 and confirms the reported difficulties of se 2042 and lost dwell times. Per the event log, the home patient was experiencing lost dwells of between 135 minutes and 228 minutes for the last 5 therapies with average fill rates of approximately 96 ml/min (standard estimated fill rate: 220 ml/min) and average drain rates of 46 ml/min (standard estimated drain rate: 125 ml/min). A review of the event log of the therapies performed in the pal with the test article pump found the average fill rate to be approximately 280 ml/min. A review of the event log of the therapy performed in the pal with the original pump found the average fill rate to be approximately 75.1 ml/min and the average drain rate to be approximately 45.45 ml/min with smart dwells set to yes and the pump running slow. The dwell times would be shortened in order for the therapy to finish in the programmed time. The therapy log recorded therapies from (B) (6) 2010 to (B) (6) 2010 and recorded that the last 6 therapies performed had positive total ultrafiltrations (uf) with no bypasses and no manual drains being performed. The alarm log recorded patient alarm information from (B) (6) 2009 to (B) (6) 2010 and recorded check patient line and se 2042 alarms. A check patient line alarm is an auto restart alarm that will occur when the patient line is closed due to kinks, closed clamp or fibrin blockage. A se 2042 (positive t tank low) can be caused by the pump running too slow. A review of the device?s cycle by cycle uf log revealed no instances of increased intraperitoneal volume. The report of lost dwell time was confirmed in the logs but was not duplicated during the pal evaluation. The assignable cause was determined to be a weak pump and smart dwells set to yes. Se 2046s (negative p tank low) assignable cause was determined to be a weak pump. The rite test failures (close the door message) assignable cause was determined to be the hall effect switch was loose from the cover. The reported difficulty of lost dwell time and the se 2042 as well as the se 2046 and noise encountered during the pal evaluation are all related to the weak pump. The rite failure (close the door message) is not related and would not have caused or contributed to the lost dwell time, se 2042, or the se 2046 and noise encountered during the pal evaluation. The device will be routed to the service area where the pump and the cover ribbon will be discarded.